Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose of approximately 350 mg/dl for several hours after a large meal while using the ilet system, with device checks indicating no infusion set leakage or tubing kinks and alerts for prolonged high glucose. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included user interview, device-use review, and troubleshooting with education regarding potential dietary impact on glucose levels and appropriate use of meal announcements. Investigation of this case revealed no device malfunction or component failure and suggested user-related and dietary factors as likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.